Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device started leaking pneumo approximately 1 & 1/2 hours into the case. On removal, it was noted that there was a tear in the universal seal. A new device was opened and used to complete the case. There was no adverse consequence to the patient reported to date.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the seals of the universal seal assembly torn. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure may be that the seals got damaged during the insertion/removal of the sharp surgical device. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.